Manufacturer narrative:
(B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination found that one of the batteries in the battery pack had leaked and caused considerable corrosion. The returned product did not function at all and could not be evaluated in the condition in which it was used by the customer. The cause of this battery leak could not be determined. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the product's water pressure was too low to use. The surgeon used an alternative one to complete the surgery. Initial inspection of the returned device revealed that one of the batteries in the battery pack had leaked and caused considerable corrosion. No adverse events have been reported as a result of the malfunction.